Manufacturer narrative:
The pod was received with the cannula deployed. Pod download data showed that the device ran 47 first prime pulses and was deactivated by the user at the end of second priming at 57 pulses. Although inspection of the needle mechanism assembly found no damages or defects that would result in the failure to deploy the needle/cannula , a root cause for the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, and the pink slide did not move forward, indicating a needle mechanism failure.